Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer disconnected from the pump as the pump supplies needed to be changed and the customer had to wait for assistance with the supply change. Blood glucose (bg) was 560 mg/dl and insulin injections were administered. The bg dropped low (value was not provided) due to possibly "over dosing" with the injections. Food was consumed to address the low bg. Tandem technical support assisted the contact with the pump supply change and pump therapy was resumed.